Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. No device was returned for evaluation; pre-revision radiograph images were provided; however, the reported event was unable to be confirmed. The review identified that there appears to be a fracture plate and screws likely from the reported orif procedure. Based on the image provided, the reported dislocations could not be confirmed. An image of the revised humeral liner was provided. There appears to be wear on the inferior lip of the humeral liner. This may have been due to impingement with the scapula and/or the reported dislocations. An image was provided of all the revised components. The devices appear unremarkable for revised components aside from the wear noted on the humeral liner. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from an infection and subsequent effusion. The reason for the infection cannot be conclusively determined but may be related to a patient condition and/or a prior surgical procedure. Additionally, the reported dislocations may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. The observed wear may be due to impingement and/or from the reported dislocations. However, this cannot be confirmed based on the available information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6). 315-35-00 - glnd kwire: (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: 5955161 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-38-00 - equinoxe reverse 38mm humeral liner +0: (B)(6). 531-20-00 - shldr gps rvrs drill kit: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6). A10012 - gps implant kit v2: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 6 years and 5 months post the initial left reverse total shoulder arthroplasty, the patient presented with effusion following a fractured scapula spine open reduction and internal fixation and multiple dislocations. The joint was opened and frank pus was observed behind the glenosphere. All components were removed and a cement spacer was implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.